Event description:
A generator was returned for product analysis after being explanted for an unknown reason. The analysis of the generator confirmed that it performed according to all functional specifications. High impedance was identified in the stored generator data during the periodic daily impedance checks. No further relevant information has been received to date.